Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (60212a1057) was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), the clip continuously opened to 120 degrees and then jumped open to 200 degrees, in an inverted position. Troubleshooting was performed, and the clip was closed. Efaa was attempted again, but the clip opened to 120 degrees. Therefore, the clip delivery system (cds) was removed and replaced. A mitraclip ntw (60121r1014) was then inserted without issues. However, while in the valve, it was observed that the posterior gripper would only descend when the clip was locked. The clip was ultimately deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.